Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s current blood glucose was unknown. The customer did not experience any symptoms such as a result of low blood glucose. Troubleshooting was done for low blood glucose and over delivery. Customer was treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose. Based on customer report customer does allege pump was over delivering. The insulin pump will not be returned for analysis.